Manufacturer narrative:
(B)(4). Method: the complaint bc191 flexitrunk infant nasal tubings were not returned to fph for investigation since the hospital staff had already discarded the subject flexitrunk infant nasal tubings. Therefore our investigation is based on the information provided by the hospital, previous investigations of similar complaints and our knowledge of the product. Results: the hospital reported that there was a leak at the level of the tubing of the flexitrunk infant nasal tubings. It is possible that the breathable film of the flexitrunk was damaged and lead to a leak in the flexitrunk infant nasal tubings. A lot check was not performed as lot information was not provided. Conclusion: without the return of the complaint devices, we were unable to determine definitively the root cause of the reported fault. However, previous investigations have shown that film damage can be caused by rough handling or incorrect use of support devices such as tubing holders. All bc191-05 flexitrunk nasal tubing devices are pressure tested for any leaks and occlusion present in the interface, and those that fail are rejected. In addition, the interface is visually inspected prior to distribution. This suggests that the damage occurred after the subject nasal tubing was released for distribution. Our user instructions state: use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement. A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Event description:
A hospital in (B)(6) reported that the tubing of three bc191 flexitrunk infant nasal tubes was leaking. This was found prior to patient use.